Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2012. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. Based on available programming data, the device remains programmed on following the high impedance results. The treating medical professional (or other applicable medical professional) has been notified of the high impedance event and guidance was provided on actions to take in accordance with product labeling. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. At this time, it is unknown if surgery is planned or has been performed. If the medical professional provides additional details regarding the events and further actions they may take, attempts to obtain additional information as applicable shall be performed.